Event description:
It was reported that customer was hospitalized due to dka. The nurse download the pump and found a35 alarms and a04 (no delivery) alarms in the history. Troubleshooting performed at hosp revealed that pump appeared to be operating as designed.